Event description:
It was reported that on (B)(6) 2025, a 25 mm amplatzer amulet left atrial appendage occluder was chosen for implant using an unknown delivery system. The amulet was successfully implanted. Three days after the procedure, the patient had a cardiac tamponade and pericardiocentesis was performed. The drain was put in and 500 ml pulled off. The patient was reported stable.

Manufacturer narrative:
Na. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion and cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. The reported cardiac tamponade was cascade event of pericardial effusion. The reported unexpected intervention is a case-specific circumstance as a pericardiocentesis was performed. The patient was reported as stable. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.